Manufacturer narrative:
(B)(4). Evaluation summary - neurological events and visual disturbance may occur during this type of procedure and is listed in the xact instruction for use. Neurological events and visual disturbances are known potential adverse events associated with the use of the product. The reported hospitalization as in response to the pt symptoms. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on the available information, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. All catheters are inspected during a final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.

Event description:
Device issue: none. Adverse event: visual disturbance/neurological deficit. Time of adverse event: one day post procedure. It was reported that an xact stent was successfully implanted in the left internal carotid artery and the pt was discharged the following day to a skilled nursing home. That same day, the pt was readmitted to another hospital with complaints of visual disturbances, right arm weakness, and right lower extremity weakness. The pt has a history of right arm weakness, back surgery, and degenerative joint disease; however, the right arm seemed to be weaker post carotid procedure. A CT scan revealed no acute changes. No treatment was administered. The visual disturbances resolved the same day; however, weakness was continuing, but improved. Physical therapy evaluation and rehabilitation were recommended once medically cleared. The pt was discharged five days later to a skilled nursing home and is reported as doing well and back to baseline. Through requested, no additional information has been provided.